Manufacturer narrative:
Product event summary the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with a pocket infection and possible lead endocarditis. The patient had persistently positive blood cultures growing coagulase negative staphylococcus. At the time of the device extraction, additional cultures were taken and the lead tips were removed and sent for culture. It was noted on the day of the device extraction, the patient became somnolent and unarousable about one hour after receiving their night medications including oxycodone and various sedation medications. The patient received narcan with no response. The rapid response team was called and the patient was unable to protect the airway and was not responsive to commands or noxious stimuli. The patient was intubated and sedated, which required a high dose sedation secondary to agitation. A computerized tomography (CT) scan of the head was performed and there was no stroke or bleed observed. The cardiac resynchronization therapy defibrillator (crt-d) system has not been replaced. No further patient complications have been reported as a result of this event.